Event description:
The patient contacted animas on (B)(6) 2012 alleging that it was noticed about two-to-three days prior the display on the pump had vertical lines going through it and had been going dim for a while. The patient denied damage to the display screen. The patient denied visible moisture in the display lens. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): on investigation, the display was noted to be very dim and illegible. On investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast button was noted to be inoperable. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.